Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: during investigation, the pump black box history was reviewed and showed pump reboots had occurred. A visual inspection of the pump showed that the battery compartment was cracked along the threads. The battery cap threads were observed to be stripped/damaged. The battery cap did not tighten securely to the pump and was unable to maintain an electrical connection. The pump was exercised for 24 hours with a test battery cap with no pump reboots occurring.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was no power to the pump. In addition, the reporter indicated that a crack was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).